Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device was evaluated and no anomalies were found.

Event description:
It was reported that pauses in ventricular pacing were observed. The lead had also shown elevated pacing impedances and thresholds. The pace sense portion of this lead was capped and replaced. The high voltage portion of this lead remains in service. Additional information received indicated that the device had possible sensing difficulty, no pacing output and a possible "header issue." The device was replaced. No patient complications were reported as a result of this event. No patient complications have been reported as a result of this event.